Event description:
Procedure performed: hysterectomie. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Issue with 2 x fine fusion during the same surgical procedure. Devices used as usual by the same surgeon. The third fine fusion devices replacing the 2 defect ones worked normally. When the doctor wanted to cauterize, nothing happened. No heat, no cauterization and apparently no error signal on the generator. Devices replaced by a third one during the same intervention. And surgeon was able to perform his surgery. Additional information received by applied medical rep via email on 09nov2023: date of event: 20.09.23 hemorrhoids were being grasped when the incident occurred. The problem occurred in the first minute. They heard the activation and end tone, but coagulation was not occurring, so we had to change the indicator. No thermal effects visible at the site. Type of intervention: device replacement. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: hysterectomie. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Issue with 2 x fine fusion during the same surgical procedure. Devices used as usual by the same surgeon. The third fine fusion devices replacing the 2 defect ones worked normally. When the doctor wanted to cauterize, nothing happened. No heat, no cauterization and apparently no error signal on the generator. Devices replaced by a third one during the same intervention. And surgeon was able to perform his surgery. Additional information received by applied medical rep via email on 9nov2023: date of event: (B)(6) 2023. Hemorrhoids were being grasped when the incident occurred. The problem occurred in the first minute. They heard the activation and end tone, but coagulation was not occurring, so we had to change the indicator. No thermal effects visible at the site. Type of intervention: device replacement patient status: no clinical impact to the patient.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of the investigation.